Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿forward firing¿ was noted with the first fiber. The fiber was exchanged; the second fiber exhibited ¿forward firing". The fiber was exchanged; the third fiber exhibited ¿forward firing¿. The procedure was completed with a fourth fiber. This report is for third fiber.

Event description:
The first fiber: 107,392 joules used and 24:19 minutes expended. The second fiber: 139,851 joules used and 31:34 minutes expended. The third fiber: 329,388 joules used and 1:10:59 minutes expended. The fiber tip (cap) of first fiber was cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits signs of melting, minor scratch mark, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.